Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-atrial (ra) lead had high pacing impedance and exhibited loss of capture. As a resolution the ra lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient was discharged.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies.